Manufacturer narrative:
This report is for an unknown 4.5mm locking compression plate- proximal tibia plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Unknown; reported as months prior to report date of (B)(6) 2016. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient tested positive for an allergy when potassium dichromate was put on their skin. The patient had a 4.5mm lcp (locking compression plate) proximal tibia plate implanted months ago (exact date unknown). The plate contains chrome so the surgeon thinks that may be the cause of whatever irritation the patient is experiencing. This report is for an unknown 4.5mm locking compression plate- proximal tibia plate. This is report 1 of 1 for (B)(4).